Event description:
Initial info received from a physician on 17-aug-2010: a physician reported a patient who developed a 1cm firm lump during injection session with poly-l-lactic acid (sculptra, lot# and exp date unk). Physician stated that this occurred during two separate injection sessions and with two different lot numbers. Patient also has a known clotting deficiency. No concomitant medications or medical history reported. No further information reported.